Event description:
The following has been reported: pump has immediate red alarm on power up, pump problem alarm, failures in log. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: various pressure sensor errors reported in safetyprocessor.log reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Persistent pump problem alarms. Complaint was reproducible. Powered up pump and found air pressure sensor failure alarm. 1.plugged in pump and powered up to find alarm 2.ssh into pump and was able to successfully read pressure sensor data via flowconn pressure show 3.opened up pump and partially disassembled to inspect pneumatic assembly connections. Pressure sensor pcba was removed from the pneumatic plate and inspected. Interconnects were seemingly connected, and no obvious damage to the connectors or interconnects. 4.reassembled the pump and powered up to see that the pump problem alarm seemed to be resolved. 5.completely disassembled the pump and removed the main board. Inspected components associated with the safety monitoring of the pressure sensor (u3, u36, u37) and found the monitoring signal to be coming through as expected. No obvious visual or electrical damage to the components. Removed the pressure sensor pcba from the pneumatic plate and visually inspected sensors and manifold. No visual signs of damage. 6.completely reassembled the pump and powered up to find that the pump problem alarm continued to be resolved. The errors found in the logs indicate the possibility of an intermittent connection in the pressure sensor signal path. The flex circuit and connectors did not appear damaged, but it may have been partially inserted or the connectors j1 on 90-3042 and j45 on 320-0012-01 may not have been securely latched. The pump having been reworked makes it more likely that a connection issue may have been introduced. Root cause: intermittent connection of the pressure sensor flex circuit resolved by disassembly and reassembly of the pump. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.